Event description:
Upon completion of whirlpool bath, the hydraulic lift chair was being raised from the tub when the safety belt separated at the buckle and the resident fell forward. The person was tall and obese and the center of the abdominal apron hit the faucet 4 arm handle. The handle punctured the abdominal skin fold causing a 16cm laceration with tissue damage to skin and subcutaneous layer, the bleeding was controlled and resident was seen by surgeon at local ER and returned with jp drain and pressure dressing. The jp drain produced frank blood for 5 days and serous drainage for 3 days before it was removed. The skin flap was observed over the arm of the faucet handle.